Manufacturer narrative:
This supplemental report was filed to provide additional information.

Event description:
This supplemental report is being filed to provide additional information regarding the subsequent explant of the abandoned electrode. No additional adverse events were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately eight centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise and oversensing.

Event description:
It was reported that this patient has a history of inappropriate shocks. The patient got a new device replacement and had a pocket revision procedure after the initial implant due to a suture breaking which allowed the device to move freely within the pocket. After this revision procedure the patient had untreated episodes as well as inappropriate shocks due to noisy signals. The system has been deactivated at this time. No additional adverse events were reported. This supplemental report is being filed to provide additional information regarding the subsequent explant of the abandoned electrode. No additional adverse events were reported. This supplemental report is being filed to provide device analysis information.

Event description:
It was reported that this patient has a history of inappropriate shocks. The patient got a new device replacement and had a pocket revision procedure after the initial implant due to a suture breaking which allowed the device to move freely within the pocket. After this revision procedure the patient had untreated episodes as well as inappropriate shocks due to noisy signals. The system has been deactivated at this time. No additional adverse events were reported.